Event description:
The customer reported to olympus, the tracheal intubation fiberscope's insertion section was buckling. The device was returned for evaluation. During the device evaluation, coating peeling of the connecting tube (1mm^2 or more) was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a dent on the connecting tube, the channel brush cannot be inserted smoothly due to damage on the channel tube, a chip on the adhesive on the bending section cover, the venting connector under grip is shaved, significant breakages on the image guide bundle causing the image to have a stain, and a scratch on the eyepiece, the diopter ring, the grip, the scope cover, the up down angulation lever plate, and the angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6). Added here due to character limitation in respective field.

Manufacturer narrative:
This report is being supplemented to provide information, that was inadvertently left out of the initial medwatch report. And to provide additional information, based on the legal manufacturer's final investigation. Corrected fields: e1.: e1.: establishment name: (B)(6) medical university hospital (added here, due to character limitation in respective field). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely, the event (coating peeling off) was caused by stress of repeated use, external factors or handling. However, a conclusive root cause could not be determined. There is an inspection method, for the relevant event in the instruction manual ¿chapter 3: preparation and inspection: 3.2: preparation and inspection of the endoscope" (inspection of the endoscope). 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Olympus will continue to monitor field performance for this device.